Event description:
It was reported that the balloon expandable stent dislodged from the balloon as the device was being removed from the packaging hoop; therefore, the device was not used on a pt.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the stent dislodged from the balloon. The balloon was examined under magnification and stent crimp marks were visible on the balloon. Based upon the returned sample condition, the complaint investigation is confirmed for a dislodged/dislocated stent on the balloon. Based upon the available info the definitive root cause for this complaint is unk. The current IFU (instructions for use) states: precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific purpose. Do no attempt to remove or adjust the stent on the delivery system.